Manufacturer narrative:
(B)(4). Results of investigation: field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed circuit disconnected or occluded alarm. The fsr determined that the reported issue was due to distillation from a nebulized medication that was being used while on the patient, which caused a powdery substance crystallizing on the flow sensor, leaflet valve and exhalation valve body. The reported issue was resolved by replacing exhalation flow sensor, poppet and valve body. After performing operation verification procedure (ovp) and calibration, the device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator displayed circuit disconnect or circuit occlusion alarm. The reported issue occurred while in use with a patient, however there was no harm to any patient or clinician in association with the reported complaint.